Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) patient experienced difficulty breathing and feeling full during dwell 1 of 5. The patient was connected to the homechoice claria device at the time of the events. The patient reported that nurse changed the prescription to fill from 2000 ml to 2300 ml. Renal therapy service (rts) assisted the patient to perform a manual drain and the patient reported they felt much better. Rts assisted the patient to end therapy and advised the patient to contact the registered nurse to report the events. The patient stated they were able to disconnect and will contact pdrn tomorrow morning. There was no report of medical intervention associated with this event. No additional information is available.